Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was a debris of brush which is used at the facility. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus.

Event description:
The customer reported that the brush was clogged in the forceps mouth of the subject device. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that the suction channel was clogged with foreign material. This report is being submitted for the malfunction found during device evaluation (foreign material in channel). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (brush clogged in forceps mouth) was not confirmed. In addition to foreign material in channel, service found the acoustic lens was floating, the objective lens was cracked, the objective lens was scratched, the light guide tube was buckled, the scope cover plate was unclear, there were scratches on the switch button #1, and the switch button #3, the paint on the air/water cylinder was peeling, the protector of the universal cord on the scope connector side was scratched, the protector of the universal cord on the control section side was scratched, the suction volume was out of specification, the amount of water contact was out of specification, and the water removal ability was out of specification due to deformation of the nozzle, the adhesive on the bending section cover was chipped, there was angulation play, the bending angle was out of specification, and the tube cleaning brush could not be inserted due to crushed suction tube of universal cord. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.